Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. The physician has elected not to explant this device despite the code 1003. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.